Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. Customer's blood glucose was 245 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned